Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: there were multiple pump reboot events observed in the pump's black box. The pump was returned with a crack in the battery compartment. The threads on the battery cap were stripped and the cap was unable to secure. Intermittent power was duplicated during the investigation. There was no evidence of physical damage on the battery compartment threads. A test cap was able to secure for testing. The pump was exercised for 24 hours with no further loss of power occurring. Moisture was observed in the battery compartment.